Event description:
It was reported that patient presented in clinic for follow up after implantable cardioverter defibrillator could not be properly interrogated via remote monitoring. Upon in-clinic interrogation, the device exhibited a rf telemetry interrogation failure. A software download was performed and restored the rf telemetry function. The patient was reported to be stable before, during and after interrogation and will continue to be monitored.